Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Implant date: unknown date in 2006, month and day. The following sections could not be completed with the limited information provided.

Event description:
Patient was revised approximately ten years post- implantation due to dislocation and poly fracture. It was further reported that the constraining ring came off the poly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.